Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, a stain or scratch was observed at the center of the optic after an intraocular lens (iol) was implanted and when viscoelastic substance was absorbed. The procedure was completed with the iol remaining in the patient¿s eye. There has been no complaint from the patient as of to date. There was no patient injury reported. No further information was provided.